Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a damaged main display. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be damage to the main display. The device was returned unrepaired at the customer's request. If any additional information is received, a follow-up MDR will be sent.